Event description:
It was reported that the tubing of a clearlink system continu-flo solution set was disconnected. This occurred while the set was pulled out of its outer wrapping. The nurse was attempting to spike the component into intravenous (IV) fluid. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d5, h6 (update codes), h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.